Event description:
It was reported that during a laparoscopic oophorectomy procedure, the clips were not closing completely. They left oozing on both sides of the clip. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.